Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) and remote nurse's station (rns) would randomly change to a different bedside patient identification (ID) on four beds. The bme would be looking at the cns and rns and see a patients' bedside ID ed-19 change to ed-20 then switch back. No patient harm was reported. Nihon kohden technical support (nk ts) saw a fatal error message pop up during the boot sequence on the cns. Nk ts sent an exchange unit to replace this unit. The bme set up the new cns and everything is running with no issues. Customer's unit will be returned to nka for evaluation.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) and remote nurse's station (rns) would randomly change to a different bedside patient identification (ID) on four beds. The bme would be looking at the cns and rns and see a patients' bedside ID ed-19 change to ed-20 then switch back. No patient harm was reported. Nihon kohden technical support (nk ts) saw a fatal error message pop up during the boot sequence on the cns. Nk ts sent an exchange unit to replace this unit. The bme set up the new cns and everything is running with no issues. Customer's unit will be returned to nka for evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device(s) were used in conjunction with the cns: bedside monitors: model #: mu-631ra, serial #: (B)(4), device manufacturer data: 04/06/2021, unique device identifier (UDI) #: (B)(4), model #: mu-631ra, serial #: (B)(4), device manufacturer data: 04/05/2021, unique device identifier (UDI) #:(B)(4), model #: mu-631ra, serial #: (B)(4), device manufacturer data: 12/18/2020, unique device identifier (UDI) #: (B)(4), model #: mu-631ra, serial #: (B)(4), device manufacturer data: 03/26/2021, unique device identifier (UDI) #:(B)(4), remote nurse station: model #: a/rns-6803, serial #: (B)(4), device manufacturer data: 12/21/2021. Unique device identifier (UDI) #: (B)(4).

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) and remote nurse's station (rns) would randomly change to a different bedside patient identification (ID) on four beds. The bme would be looking at the cns and rns and see a patients' bedside ID ed-19 change to ed-20 then switch back. No patient harm was reported. Nihon kohden technical support (nk ts) saw a fatal error message pop up during the boot sequence on the cns. Nk ts sent an exchange unit to replace this unit. The bme set up the new cns and everything is running with no issues. Customer's unit will be returned to nka for evaluation. Service performed: nihon kohden sent customer an exchange unit. Customer's unit was not evaluated at nka. Investigation summary: with the available information, root cause is undetermined. Replacement unit was installed. Issue resolved. Possible causes may be ungraceful exits, user education, power outages, power surges, or user-chosen settings.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) and remote nurse's station (rns) would randomly change to a different bedside patient identification (ID) on four beds. The bme would be looking at the cns and rns and see a patients' bedside ID ed-19 change to ed-20 then switch back. No patient harm was reported. Nihon kohden technical support (nk ts) saw a fatal error message pop up during the boot sequence on the cns. Nk ts sent an exchange unit to replace this unit. The bme set up the new cns and everything is running with no issues. Customer's unit will be returned to nka for evaluation.